Event description:
Customer's mother reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 400 mg/dl. Customer was able to resolve no delivery with a complete set change. Caller reported that infusion sets from a box was defective and was advised by pharmacy to dispose of box. Troubleshooting could not be performed due to disposed infusion sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.